Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed. Therefore, no direct product analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause for the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-01744, 6000089-2007-01313. It was reported that 596 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was a 3.0mm, 99% stenosed, 20mm as stated in edc, long portion of the distal right coronary artery (dist rca). The physician treated the lesion with the predilation with an angioplasty balloon. Then an attempt was made to advance a 3.0 x 20 mm taxus expresss2 study stent, however, this was not successful due to the tortuosity of the mid to distal rca. It was decided to deploy two overlapping taxus express2 stents, both of them 3.0 x 8 mm, at target lesion 1. There was no residual stenosis. Target lesion 2 was a 3.0mm, 99% stenosed, 32mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation, angioplasty balloon and then placement of a 3.0 x 20 mm taxus express2 study stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. The patient may be brought back in 6-8 weeks for intervention of the lad lesion. The patient was readmitted 596 days after the index procedure complaining of intermittent chest pain. Cardiac enzymes were within normal limits and ECG showed normal sinus rhythm. Consultation on that day indicated the patient had a positive persantine cardiolite stress test and was admitted for cardiac catheterization. At 596 days post index procedure, the proximal rca was treated with placement of two taxus express2 stents (3.0 x 12mm and 3.0 x 8 mm). There was no residual stenosis. During this procedure, the mid lad instent restenosis was treated with cutting balloon angioplasty and placement of 3.0 x 12 mm taxus express stent just proximal to the prior stent. There were no reported complications and the patient was discharged the next day on continued aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is not related. Clinical event committee (cec) adjudication from september 2007 indicated the causality was possibly related.